Event description:
It was reported that a patient underwent a breast removal surgery on (B)(6) 2012. A reservoir was attached to a drain. The reservoir functioned properly upon first activation. When the patient's fluid was discarded on (B)(6) 2012, the anti-reflux valve was found detached and had fallen into the reservoir. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached and was inside the reservoir.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch # j1109172 mfg date 2011-05; expiration date 2016-05.batch # j1112715 mfg date 2011-06; expiration date 2016-06.batch # j1116290 mfg date 2011-08; expiration date 2016-08.batch # j1227912 mfg date 2012-03; expiration date 2017-03.in addition, a review of the batch manufacturing records for the possible batch numbers were conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1022261 mfg date: 12/01/2010, exp date: 12/31/2015. Batch j1024106 mfg date: 01/01/2011, exp date: 01/31/2016. Batch j1101593 mfg date: 02/01/2011, exp date: 02/29/2016. Batch j1109172 mfg date: ni, exp date: ni. Batch j1112715 mfg date: ni, exp date: ni. Batch j1116290 mfg date: ni, exp date: ni. Batch j1227912 mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers j1022261, j1024106 and j1101593 were conducted and the batches met all finished goods release criteria.